Manufacturer narrative:
The analysis of the handpiece did show that there has been still residue of old blood in the sleeve of the handpiece which should be removed after each treatment during processing and maintaining after each use. As result the bearings have been grinding and binding which caused the handpiece to heat up. Reported due to the 2 year presumption rule. Issue occurred in (B)(6).

Event description:
During a treatment with a dental electrical handpiece the dentist received a burn on his hand. Nothing was used to treat the burn and healed already completely.